Manufacturer narrative:
Correction: h6 conclusion code.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s diagnosis of peritonitis can be attributed to a lack aseptic technique as reported from a medical professional. This is further evidenced by the presence of a microorganism that is typically antibiotic-resistant and found in the environment. The patient was reported as undergoing ccpd therapy during camping trips which increased the likelihood of this type of infection. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 for peritonitis. The patient was asymptomatic and was told to report to the hospital after the patient noted a cloudy peritoneal effluent fluid bag. Peritoneal effluent fluid cultures taken in the hospital presented with pseudomonas (species unknown) and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to lack of aseptic technique during continuous ccpd therapy on the liberty select cycler at home. It was reported the patient would often undergo pd therapy while camping in a recreational vehicle and did not appropriately clean the pd catheter (not a fresenius product). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The patient was able to undergo continuous ambulatory (capd) therapy during this admission as capd was the preference for renal replacement therapy in this hospital. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient was hospitalized again on (B)(6) 2020 for unresolved peritonitis from the previous admission. Repeat peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2020 presented with pseudomonas (species unknown) and an elevated wbc count (exact count unknown). The patient was prescribed ip vancomycin and ip ceftazidime (doses, frequencies and duration unknown). During this admission, on (B)(6) 2020, the patient¿s pd catheter was removed due to the severity of his peritonitis and a central vascular catheter was placed in favor of hemodialysis (hd) therapy. The patient was discharged from this admission on (B)(6) 2020. The patient continues hd therapy on an in-center basis post-discharge with no plan to return to ccpd therapy on the liberty select cycler.